Event description:
It was reported that the insulin pump had unresponsive keypad. Customer stated got battery out limit. Troubleshooting was done. Customer's blood glucose was 208 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
All buttons functioning properly. No unlocked j2/lcd keypad connector during visual inspection. Pump received with normal operating currents. No unexpected battery out limit alarm noted. No unexpected solid circle during testing. No cosmetic damage. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.